Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter on the syringe stopper with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm the customer's indicated failure mode. Root cause: plungers are removed from syringes to allow the barrel to be coated with calcium balanced lithium heparin (cblh). The plunger is then replaced. The hair either entered the syringe barrel when the syringe was being manufactured by bd canaan, or it entered during the period when the plunger was removed in the plymouth plant.

Event description:
It was reported that 22 gx 1 in. Bd preset¿ syringe with attached needle had foreign matter on the syringe stopper. No injury or medical intervention.